Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in line) occurred on the homechoice during therapy dwell three of four. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) explained the alarm to the patient and advised the patient to cycle the power. The patient would try to complete therapy using manual supplies. There was no patient injury or medical intervention in association with this event. No additional information is available.